Event description:
The neurosign 100 was used during a surgical procedure in may. The initial reporter was present at the case and reported that the unit did not "sound off" indicating a nerve. They also reported that no complications or problems were evident during the case. The surgeon contacted a person in may to report that the patient had facial nerve paralysis. The surgeon did not imply that the unit had failed, but wanted it to be evaluated to make sure that it was functioning properly. Information regarding the extent of the facial paralysis, and any follow-on treatment has yet to be provided.